Manufacturer narrative:
The insulin pump passed the sleep current test, active current test and self test. Pump error 53 alarmed during all drive tests. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 53 alarm. Formatted history file confirmed pump error 53 alarm (line number 24582 file number 26092). Problem isolated to electronic assembly. Pump failed the download detail traces due to pump error 53 alarm. Insulin pump received with pillowing keypad overlay.

Event description:
Information received by medtronic indicated that their insulin pump had software error detected alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer performed self test and test was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
The product code information provided with initial report was incorrect. The correct information has been provided in this report.